Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phon ecall that his blood glucose had been running into the 400 mg/dl range due to a shot in his foot. The patient treated with a 10-unit manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced.